Manufacturer narrative:
On (B)(6) 2017 09:22 am (gmt-4:00) added by (B)(6): specific actions for the analyzed failure are maintained and documented under maquet's failure investigation report (fir) system. On (B)(6) 2017 04:07 pm (gmt-4:00) added by (B)(6): correction: only one failure took place. Complaint only for "bent" (1059). Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood was observed. A visual inspection determined that the heater wire was flexed away from the hot jaw with detachment at the tip. The wire remained in place at the base of the jaws. The silicone insulation was observed to be peeled away from the hot jaw support at the tip. The peeled tip silicone did not break off of the silicone body. Based on the returned condition of the device, the reported failure "bent wire" and analyzed failure ¿peeled jaw¿ were confirmed. Specific actions for the reported failure are maintained and addressed under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 when taken out of the box, the jaws of the hemopro were separated and broken. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 when taken out of the box, the jaws of the hemopro were separated and broken. A replacement device was used to complete the procedure.